Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during prime. The hp stated that he had already changed out the cassette and reattached the same bags. The baxter technical services representative advised that all supplies need to be changed out, and that now the supplies were compromised. The hp would start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2011. He stated that after starting over with new supplies, therapy went well. He now knew that he had to start over with a full set of supplies and not just switch out part of the set up. Therapy since has been going well, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error- failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.